Event description:
It was reported that per physician ambulating. Fracture of plate occurred between holes #5 and 6 at level of the original fracture site.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a dall mile plate was reported. The event was confirmed. Device evaluation and results indicate that fracture occurred through the fourth fixation hole from one end of the plate. Dimensional inspection not performed because there is no indication of a dimensional issue. Functional inspection not performed because the clinical situation cannot be replicated. The material analysis report concluded that the compression plate fractured through one of the central fixation holes in fatigue. No material or manufacturing defects were observed on the device features evaluated. A medical review by a clinical consultant indicated that the root cause for development of this overload condition are patient-related factors regarding delayed fracture healing. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The root cause of the event was determined to be that the plate fractured in fatigue due to an overload condition related to delayed fracture healing. There is no evidence that the event was manufacturing related.

Event description:
It was reported that per physician ambulating. Fracture of plate occurred between holes #5 and 6 at level of the original fracture site.